Event description:
It was reported that while the patient was getting another manufacturer dbs system replaced, they decided to get their other dbs system replaced as well. During the procedure device interrogation showed low impedances on the right side and additional testing showed the extension was malfunctioning, so it was replaced. The issue resolved without sequelae on (B)(6) 2025.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID: 3708660 (serial: (B)(6); product type: 0191-extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2019: product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that results showed right electrode had high impedance at contact 9b and at multiple 9b intersections which suggested a damage extension. During surgery, it was determined the right extension was malfunctioning, and the right electrode was working just fine. In clinic, patient had resting, postural, and action tremor of the left upper extremity. Surgery was scheduled to replace the extension. It was also reported that the patient's tremors began to worsen and reprogramming improved them. The patient was then feeling worse since their appointment 2 weeks ago and had moderate side to side head tremors. Programming briefly helped but they continued to have tremors. A trend emerged where adjustments helped their dystonia but worsened their tremors. It became clear the patient needed a second system to help with therapy which was placed in 2024. After that the patients symptoms were controlled.

Manufacturer narrative:
Continuation of d10: product ID 3708660 serial# (B)(6) implanted: (B)(6) 2019 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that results showed right electrode had high impedance at contact 9b and at multiple 9b intersections which suggested a damage extension. During surgery, it was determined the right extension was malfunctioning, and the right electrode was working just fine. It was also reported that the patient's tremors began to worsen and reprogramming improved them. The patient was then feeling worse since their appointment 2 weeks ago and had moderate side to side head tremors. Programming briefly helped but they continued to have tremors. A trend emerged where adjustments helped their dystonia but worsened their tremors. It became clear the patient needed a second system to help with therapy which was placed in 2024. After that the patients symptoms were controlled.

Manufacturer narrative:
Continuation of d10: product ID: 3708660, serial# (B)(6), product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3708660 serial# (B)(6) implanted: (B)(6) 2019 product type extension product ID b3300542m serial# (B)(6) product type lead. Additional review indicates this information was already reported in manufacturer¿s report #3004209178-2025-09632. Any additional information regarding the event will be submitted as a supplemental submission to that report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient began noticing their ins moving in their left chest more freely about a month ago. They also developed chest pain and worsening of tremors. Left ins impedance check revealed high impedance on the right vim electrode at contact 9b and multiple intersections along 9b. This suggested extension damage so surgery was scheduled. In clinic, the patient had resting, postural, and action tremor of the left upper extremity. During surgery on (B)(6) 2025, it was determined the right extension was malfunctioning, and the right electrode was working just fine. Right extension was removed and replaced.